Event description:
A patient reported blood goucose results of "5.9 mmol/l" with a lifescan meter and "3.95 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. No injury was reported. No control solution was available to run quality control on the product. Product was replaced.